Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this unknown patient with this unknown pacemaker experienced a distressing medical episode lasting approximately two and a half hours during which they suffered from significant chest pain and difficulty breathing. It was later discovered that this pacemaker was not functioning as it should have, and that this patient did not receive clarity on the situation until three days later when their physician called to inform them that their device had recorded an episode of atrial fibrillation (af). This pacemaker was therefore replaced. No additional adverse patient effects were reported.